Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.